Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the left ventricular - lv lead, the coronary sinus was dissected. The lv lead was not placed and the patient was in stable condition throughout the procedure.